Event description:
It was reported that the lens was explanted approximately two months post implant to address lens decentration. According to the surgeon "haptic was piercing capsule at equator". The lens was replaced with another lens of different model and diopter power. Prior to lens exchange the patient's bcva was 20/30. This event refers to the patient's left eye. According to the surgeon, patient's prognosis is good.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.